Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would not power on; the device had been kept in storage. Two known good batteries and power cords were tried and the device still would not power on. There was no patient involvement.